Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a laparoscopic esophagectomy procedure on (B)(6) 2022 when it was reported ¿it was reported that the airseal trocar was cracked during the surgery.¿. The procedure was completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. Further information was received on 15jun22 stating ¿the statements in mail said fragments are retrieved during the surgery. Hence, I suppose it was occurred in the sterile field. There are no information the fragment into the patient. Trocar has been used as port for manipulating scope and was fragmented during the surgery. They said they retrieved fragments.¿ this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. (B)(4). Per the instructions for use, the user is advised that the design features of the bladeless optical tip access port are intended to minimize the likelihood of penetration injury to underlying anatomical structures. However, the standard precautionary measures employed in all such insertions must be observed. Although the bladeless optical tip access port has a ¿bladeless¿ tip, care must still be taken, as with all such devices, to avoid damage to major vessels and other anatomic structures (such as bowel or mesentery). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a laparoscopic esophagectomy procedure on (B)(6) 2022 when it was reported ¿it was reported that the airseal trocar was cracked during the surgery.¿. The procedure was completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. Further information was received on 15jun22 stating ¿the statements in mail said fragments are retrieved during the surgery. Hence, I suppose it was occurred in the sterile field. There are no information the fragment into the patient. Trocar has been used as port for manipulating scope and was fragmented during the surgery. They said they retrieved fragments.¿ this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.